Event description:
A pt with metastatic cancer was taken to the operating room on (B)(6) 2012, for tumor removal on the tibia. As much of the tumor as possible was removed and pt was implanted with a 12mm ti cannulated tibial nail-ex and 2 5.0mm ti locking screws. The pt subsequently developed an infection and was returned to the operating room on (B)(6) 2012, for amputation of the lower extremity. Reportedly the cancer has spread through the pt's body. This is #1 of 3 for the same event.

Manufacturer narrative:
A review of synthes device history records for mfg revealed no complaint related issues.